Event description:
Surgeon reported that during surgery, while injecting bss (balanced salt solution) plus into the pt's eye, the cannula detached from the syringe and the iris was hurt. The surgeon pulled out the cannula from the pt's eye. No medical or surgical intervention was required. The pt was reported to be fine. The surgeon is not willing to complete the questionnaire nor provide any additional information on the event.

Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).